Event description:
The reporter stated that the dr inserted a aq2003v three piece silicone lens. The lens tore upon insertion into the eye. The lens was removed without enlarging the incision. Surgery was completed using another lens. The reporter stated that the dr makes a larger incision at the start of the procedure that required a suture to close the wound.